Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 22nd september 2011 and that it had performed to specification up to the 14th september 2015. There were 3 manual power ups on the 14th september 2015, which were the last log entries prior to receipt at heartsine. The returned pad-pak was inserted into the device. The device passed an auto self-test and was then manually powered on. No warnings were given on shutdown and the green status led flashed green throughout. The device was then tested on calibrated equipment. The device delivered a test shock and an acceptable measurement was recorded. The device was disassembled for investigation. Investigation was unable to replicate or find evidence of the reported fault. The returned device performed to specification throughout the history log and during the investigation. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups of mainly ten minutes duration. There were no ten minute manual power ups, however there were three manual power ups, each under one minute duration. This may have been the user power cycling the device or perhaps the beginnings of a membrane failure. The membrane will be replaced as a precaution.

Event description:
There was no patient involved in this event. Device switches on automatically.